Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injection with two syringes of juvéderm voluma® xc "along the zygomatic arches" in the cheeks. The next day, the patient developed a "little bump" on the right side cheek that "had grown and gotten worse." About a month later, the patient presented with a diagnosed inflammatory nodule, a lot of pain, and swelling at the right side of the cheek. Reporter confirmed the left side cheek is not experiencing symptoms. The patient was treated with vitrase and prescribed bactrim. The next day the patient went to the ER due to becoming significantly more swollen. The patient was given IV clindamycin and was discharged with keflex. The patient was aspirated by emt, and cultures administered were negative for any bacteria. The patient had a CT scan administered and was diagnosed with "inflammatory nodule process." The patient was started on a steroid taper. The patient received an additional treatment of 50 units of vitrase, and the patient is continuing usage of bactrim. The symptoms are ongoing.

Event description:
Patient reported, "after three rounds of antibiotics the swelling went down and there is an indentation." "But the swelling is starting to come back again." "I was prescribed clindamycin, septra, and I still have a hard nodule on my face and no one knows what to do."

Manufacturer narrative:
Additional data: b.5. G.1.